Event description:
A patient in a clinical study underwent an x-stop procedure at levels l3/4 and l4/5 with good initial outcome. During the patient's 6-week post-op visit, the patient reported weakness and numbness in his legs. One month later, the patient reported increased weakness and numbness. The implants were removed and decompression laminectomies were performed, and the patient's weakness and numbness resolved. There was no evidence of migration of the implant.

Manufacturer narrative:
Follow up with reporting investigator site. Additional lot # 2073821.